Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted because of sensing problems/inappropriate shocks. The paperwork also stated the patient twisted the lead system (twiddler's syndrome). No information is known about the patient's lead system. A new ICD and transvenous defibrillation lead were implanted. This incident occured on april 17, 1996, and cpi learned of it on may 16, 1997.